Event description:
The patient reported detachment of the infusion set tubing from the hub involving 6 sets and subsequent high blood glucose levels, which were treated via the insulin pump on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 6.Name: TandemCountry: United States of AmericaAddress ¿ Line 1: 11045 ROSELLE STREETAddress ¿ Line 2: SUITE 200City: SAN DIEGOState: CaliforniaZip Code: 92121. Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.